Event description:
Upon first assessment, blood was found backing up into the argyle single-lumen peripheral inserted central catheter (PICC) line. The PICC line felt wet and linen under infant wet. The treatment was paused and disconnected IV fluids and flushed line with normal saline. Fluid squirted out of the side of the PICC line. After consulting with the health care providers, the PICC line pulled and a new peripheral intravenous line inserted.